Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed in the common carotid artery (cca) upon insertion of the enroute arterial sheath. The physician elected to place an unplanned additional stent to address the dissection in the cca. It was reported that the patient is stable and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.